Event description:
The patient was enrolled in the (B)(4) study with a 99%, de novo, type b2 lesion in the ramus branch. The lesion was 10mm in length and the vessel was 2.75mm in diameter. The lesion was pre-dilated and a 2.5 x 13mm cypher stent was implanted at 18atm. The patient also had a 99%, de novo, type c lesion in the proximal right coronary artery. The lesion was 50mm in length and the vessel was 4.0mm in diameter. The lesion was pre-dilated and two 3.5 x 33mm cypher stents were implanted. There was one segment in the mid portion of the stent that would not release despite high pressures. Therefore, a 4.0 voyager balloon catheter was placed and high pressure was obtained. Unfortunately this resulted in a type 3 perforation in a portion of the right coronary artery. A 3.0 x 19mm graph master stent was implanted as a result. Post procedure, it was noted that the patient had elevated cardiac enzymes and was diagnosed with a myocardial infarction.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00511 and 3003742446-2011-00512. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
The complaint received states that (B)(4) study patient had a coronary artery perforation and mi during the index procedure. This is a (B)(6) male patient with medical history including of angina (within past 6 weeks), positive functional study for ischemia (within past 6 weeks), family history of coronary artery disease, history of hyperlipidemia. Angiography revealed two lesions, one in the ramus and one in the rca. The ramus lesion was described as 99% stenotic, de novo, and type b2. The lesion was 10mm in length and the vessel was 2.75mm in diameter. The lesion was pre-dilated and a 2.5 x 13mm cypher stent was implanted at 18atm. The rca lesion was described as 99% stenotic, de novo, and type c. The lesion was 50mm in length and the vessel was 4.0mm in diameter. The lesion was pre-dilated and two 3.5 x 33mm cypher stents were implanted. However, there was one segment in the mid portion of the stent that would not release despite high pressures. Therefore, the sds was removed and a 4.0 voyager balloon catheter was placed and inflated to high pressures. Unfortunately this resulted in a type 3 perforation in a portion of the right coronary artery. A 3.0 x 19mm graph master stent was then implanted to treat the vessel perforation. Post procedure it was noted that the patient had elevated cardiac enzymes and was diagnosed with a myocardial infarction. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15077479 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15077479. Cypher pre-sterile subassembly lot 15077491 was reviewed and 21 units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. Vessel perforation is a known potential adverse event associated with coronary stent implantation and is listed in the IFU as such. The inherent risk of intravascular manipulation places the walls of the target vessel under mechanical stresses during device inflation and deployment. This potentially can contributed to damage to the vessel walls and perforation. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2011-00511 and 3003742446-2011-00512.